Manufacturer narrative:
The reported events of guidewire insertion failure and unable to implant was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the electrode lead during an implanting procedure, the guide wire was difficult to insert. The lead could not be properly positioned. After the procedure, the patient was recovering.